Event description:
The clinician inserted the catheter into the pt. Upon removing the stylet, the needle punctured the tubing. The clinician received a needle stick injury in the hand.

Manufacturer narrative:
The sample has been received for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.